Event description:
It was reported that multiple radiofrequency (rf) programmer heads worked only intermittently with this programmer. It is suspected that the rf head connector may be "bad". The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of intermittent interrogation which was tied to the radiofrequency co nector and the link electronic module board was therefore replaced and calibrated. Analysis also noted intermittent wireless telemetry and loose antenna connectors were tightened to resolve, a bent tab on the power cord bay door, missing screws on the keyboard, cracked left and right keyboard hinges, an intermittent system fan and that the hard drive health was less than 100%. All were replaced to resolve. (B)(4).